Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B) (6) 2009, the patient underwent a routine pulse generator change. The next morning, it was noted that the patient's heart rate was in the 30's. The lead exhibited loss of capture and less than 200 ohms impedance. On (B) (6) 2009, the lead was explanted and replaced.